Manufacturer narrative:
This report is being supplemented to inform correction to d4 (unique identifier (UDI) number) of the initial medwatch. The correct UDI number is (b)(40. Please also see section d4 for the updates.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the transducer having no output occurred due to a damaged transducer plug. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported via distributor the device had no output, did not work. A service repair request was requested due to the issue. There was no report of use in patient. No harm was reported. No user injury reported due to the reported issue. Device evaluation found faulty transducer, no output with error and check probe observed on the device. This report is being submitted due to the finding of faulty transducer (transducer error code) identified during device return evaluation .

Manufacturer narrative:
The subject device was received for evaluation and the customers complaint was confirmed. Inspection found the transducer had no output, error code was noted . In addition, transducer plug was observed to be damaged. Investigation is ongoing. This report will be supplemented accordingly following investigation.